Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer received a no delivery alarm during a bolus delivery. Customer's blood glucose was 290 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Customer also reported their numbers were getting stuck during a fill cannula screen. The customer was advised to disconnect from the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).